Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart during removal and a piece of pledget was left inside her vaginal cavity. She stated she was able to remove all remaining tampon pieces. She did not seek medical attention and did not experience any adverse health effects.